Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, during physical activity, the patient experienced inappropriate high voltage therapy due to atrial fibrillation. Technical support recommended reprogramming to resolve the event. No intervention has been performed and the patient was stable and will continue to be monitored.